Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and or loose drive support disk. No motor error alarm. Motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump has alarmed motor error during basal delivery. Blood glucose value was 20 mmol/l. It was stated that the device was dropped and bumped. Compartment is cracked. It was not exposed to high magnetic field. Drive support cap is not damaged. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.